Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation has been completed. Data analysis: imc logs of console (B)(6) during a case with pump 568179 showed there were multiple instances of ¿processsampleforopminvalidsignalerror: calculator placement signal 1036¿ and "ossiopsens set invalid_bad_snr_sample_mask,¿ one instance of ¿ossiopsens set invalid_bad_pressure_sample_mask.¿ lt logs on the complaint date confirmed the reported failure mode, given that the contrast oscillating between -3000 and 3000, consistent with intermittent loss of light. Lt logs also showed that the placement signal pattern is not realistic. Device analysis: reported ¿placement signal not reliable¿ alarms on (B)(6) during a case with pump 568179 were caused by failure of optical bench. Console troubleshooting also revealed persistent contamination of the optical pump connector (unrelated to complaint), corrupt microsd card on rlm causing frequent interruptions of data streaming (unrelated to complaint), as well as sharp kink on impellatronic communication cable (unrelated to complaint). A review of the device history record (DHR) for the suspect product and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.

Event description:
The complainant reported that a patient on impella 5.5 experienced a placement signal not reliable alarm that was resolved after purge cassette was changed. Additionally, preliminary data analysis indicated that this complaint involves console failure for placement signal issue.